Event description:
The contacts aquatech plus lot 456405000308 causes me eye pain and hazy vision. I received a recall notice from coopervision. However they advised this lot was not part of the recall. Please note these are the symptoms of the recalled contacts. Also they claim the reason for eye pain and hazy vision is their solution was not properly rinsed off. Coopervision referred me to the FDA and the retail store vision works. Vision works stated there was nothing they could do for me. I throw the painful contacts out. Contacts are 2 week disposables. Began using lenses in approx (B)(6) 2011. Event abated after use stopped: yes.